Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture of the device and capsular contracture baker grade ii. Device explanted left side.

Event description:
Healthcare professional reported rupture of the device and capsular contracture baker grade ii. Device explanted left side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture broken observed on radius side assessed as fold flaw opening and shell missing assessed as inconclusive. Capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: red particles observed on the surface of the shell. Creases were observed. Stress marks observed. No further actions are required as the device was implanted. Additional, changed, and/or corrected data.

Event description:
Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.